Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to medwatch as the complaint was received via user report. If product is returned, a physical investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported lower values while wearing the adc freestyle libre sensor. The customer stated he received low readings, including that of 55 mg/dl, with the sensor and self-treated with glucose. The customer then performed a capillary test with an unspecified meter an hour later and received a reading of 402 mg/dl, as compared to a sensor scan of 58 mg/dl. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.